Event description:
Per the clinic, the device was explanted due to suspected malfunction of device and the patient was re-implanted with a new device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.